Manufacturer narrative:
The incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. The root cause cannot be determined due to insufficient information related to the conditions surrounding the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device, process and inspection enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy and intraoperative cholangiogram - "retrieval system was introduced via laparoscopic port and upon opening the retrieval bag came away from the arm mechanism which expands the opening of the bag. Bag had to be opened and pulled through port using laparoscopic graspers." Patient status - stable.